Event description:
It was reported to boston scientific corporation that a cre balloon dilatation catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure of the common bile duct performed on (B)(6), 2011.according to the complainant, during the procedure, the balloon would not inflate. It was confirmed that no visible issues were noted to the balloon portion or the catheter of the device. The procedure was completed with another cre balloon dilatation catheter.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.investigation results revealed a pinhole in the balloon portion of the device, therefore this is now a MDR reportable event.

Manufacturer narrative:
(B)(4):visual evaluation of the returned complaint device revealed no defects to the catheter of the device. Functional testing was performed, however the balloon could not be inflated due to a pinhole leak found in the balloon portion of the device. The most probable root cause for this event is operational context; this failure occurs when procedural factors encountered during the procedure limit the performance of the device (e.g., the balloon comes in contact with sharp exterior source).a search of the complaint database revealed that no similar complaints exist for the specified lot.